Event description:
On (B)(6) 2012 customer reported that there was a leak of an unknown source on the right side of the lh750 analytical station. Customer stated that the leak was blue in color, and that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a retic stain reagent leak on the diluter and the triple transducer module (ttm). Fse replaced the retic stain reagent tubing, cleared the chamber drains and replaced the retic stain reagent pinch valve (pv) tubing. Fse noted that the cause of the leak was the retic stain reagent tubing and the retic stain reagent pinch valve tubing. This resolved the issue and no further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).